Event description:
The user facility reported that a hose separated from the system 1e processor, causing water to flow onto the floor in the room where the system was located and also down two floors below. Facility personnel shut off the water supply. No injuries or procedural delays were reported.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#(B)(4)). The customer has requested the unit be removed from service.